Event description:
It was reported that the lead dislodged from the right ventricle into the right atrium. During repositioning attempts, the helix could not be fully retracted after more than 20 rotations, and greater than 20 rotations were required before the helix re-extended. The lead was explanted and replaced with another lead of the same type. No patient complications were reported as a result of this event. A 3500a was received and further reported that the patient presented to the md's office after being shocked without provocation. Upon interrogation, it was determined that atrial and ventricular impulses were being double counted.